Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt experienced angina. The index procedure treated a 2.75x12mm, 90% stenosed lesion of the third obtuse marginal. Treatment consisted of predilation, placement of a 2.75x16mm taxus express2 stent, and post dilation resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and plavix. In 2008, the pt experienced angina and an exercise ECG was performed. The event was reported to be resolved without residual effects. The investigator assessed the event as possibly related to the study device.